Event description:
The catheter reported that she was hospitalized for high blood glucose levels, with a reading of 427 mg/dl and vomiting. The customer stated that the high blood glucose levels were due to an infection. Troubleshooting was performed, and the insulin lump was programmed correctly. The insulin pump did not pass the prime test on the first attempt. The customer stated that she would change the entire infusion set, conduct the prime test and call back if the test fails again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.